Manufacturer narrative:
Device is combination product. (B)(4).. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the stent that were bent, stretched and lifted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03979. Reportable based on device analysis completed on 10-jun-2016. Vascular access was obtained via the right radial artery. The 90% stenosed, 40x2.5mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery. Predilation was performed using a 2.5mmx20mm apex balloon. Following predilation, residual stenosis was 70% and a 24x3.00mm promus premier stent was then implanted at the target lesion. However, post deployment, the physician noted that the stent seemed to be fractured longitudinally and was not able to cover the lesion. Another 12 x 3.00mm promus premier stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.